Event description:
Found during routine testing. Customer called for technical assistance and reported the device prompts the user to "connect cable" when the device is powered up and won't charge the defibrillator. There was no pt use associated with the report but the customer had no further info at the time.

Manufacturer narrative:
Physio-control followed up with customer who reported that the therapy connector was loose and that he opened the case and reseated the therapy cable connection to resolve the issue.